Event description:
It was reported that right ventricular (rv) lead impedance had been rising steadily since implant six weeks ago and was now high. An alert triggered. It was also reported that there was noise on the lead and a connection issue was suspected. No further information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).